Event description:
The customer reported they found foreign material in suction channel during set up involving an Olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.